Manufacturer narrative:
Health effect, evaluation codes: updated. Device evaluation: two samples were received. A visual inspection found them in used condition without the blue clip and red cap attached. No other damage detected. During the functional testing, the samples were fully priming and connected without difficulty. No alarms were activated when the pump was set to run. The complaint was not confirmed as the failure could not be replicated. The lot numbers were not reported so a DHR review was unable to be completed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was used in combination with a pump and during the use of the cassette, a "no disposable, pump won't run" alarm went off. Also, after changing the cassette to another one, every time the patient turned on the pump, a "high pressure" alarm sounded. No patient injury.